Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: unknown nexgen femoral component, item/lot #unk unknown. Nexgen tibial tray, item/lot #unk. Therapy date unknown. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a custom implant was requested. The patient wants to "upgrade to vivacit-e poly as very young and concerned about long term wear." Attempts have been made and additional information on the reported event is unavailable at this time.